Manufacturer narrative:
(B)(4). (7 of 11).

Event description:
A customer alleged that the safety shield on the sideport knife 1mm angled w/ safety 10/sp was identified as retracted and a tech pricked her finger. No medical intervention was required.

Manufacturer narrative:
The UDI number was updated. 7 of 11.